Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported he went into the diagnostics screen utilizing dip switch 6 and could not get the flow to pass or adjust. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no flow after preventive maintenance on the sipap ventilator. The customer reported there was no patient involvement associated with the reported event. 6. Tests/lab data, including dates.